Event description:
It was reported that the 6.0x120mm absolute pro self expanding stent system (sess) was advanced to the target lesion; however, due to resistance during deployment, only half of the stent was able to be released from the sheath. The stent with the sess was able to be removed from the patient without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the heavily stenosed anatomy resulted in preventing the shaft lumens from moving freely; resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning updated from yes to no.

Event description:
Subsequent to the initially report being filed, it was reported that the procedure was to treat the left superficial artery with heavy stenosis. Resistance was noted with the thumbwheel of the sess. Two absolute pro stents were used to complete the procedure. No additional information was provided.